Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed in (B)(4). As nypro, mx is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safe-clip is not clipping needles with a bd safe-clip¿. The following information was provided by the initial reporter: it was reported that a pet owner stated the bd safe-clip is not working properly. It is not opening up properly or clipping the needles.

Event description:
It was reported that the safe-clip is not clipping needles with a bd safe-clip¿. The following information was provided by the initial reporter: it was reported that a pet owner stated the bd safe-clip is not working properly. It is not opening up properly or clipping the needles.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. According with the DHR review information, the problem ¿not clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0 and aql=1).